Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info. During processing of this complaint, attempts were made to obtain complete event, pt and device info.

Event description:
Device malfunction: premature stent deployment. Time of malfunction: after preparation. Symptoms/ae: no pt involvement. It was reported that after the xpert stent system preparation for a revascularization stenting procedure in the right superficial femoral artery, the stent was deployed approx. 2 mm at the distal end. This was observed before the device was back loaded onto the guide wire. The procedure was completed with a second xpert stent system. There was no pt involvement. Though requested, no add'l info was available.